Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of seven photographs of a plastic sheath from an unknown device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. As per sample evaluation in cts, engineering determined that the bag remnant in the photo that we received is a shrink wrap, but the shrink that we use in our endocatch product is not blue. For this reason, the reported condition is not associate to sima assembly or supplier process. The file was concluded to not of medtronic manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the doctor performed a surgery last year and used the 15mm endocatch bag. He had to reoperate this last week due to a piece of the endocatch being left inside in the patient. It was retrieved from the lung. They have a piece of plastic from what they believe was the bag. Original surgery date was (B)(6) 2015. The case performed was a video assisted thoracoscopy right davinci robotic assisted lysis of adhesions, complete lymph node dissections, right lower lobectomy. Second additional surgery on (B)(6) 2016 and piece of plastic found (B)(6) 2016 current patient status: discharged on (B)(6) 2016.